Event description:
Per medwatch, on (B)(6) 2012 it was reported by nursing that the catheter site was suspicious of infiltration. All medications were immediately stopped. The patient's physician was notified and a chest x-ray was ordered. The chest x-ray showed that the broviac catheter tip had been dislodged and was in the patient's pulmonary artery. The parents were notified and the patient was transferred to another facility for removal of the tip. It is understood that the surgery at the other location was uneventful and the patient is reported to be doing well. On (B)(6) 2012 it was reported by nursing that the catheter site was suspicious fro infiltration. All medications were immediately stopped. The patient's physician was notified and a chest x-ray was ordered. The chest x-ray showed that the broviac catheter tip had been dislodged and was in the patient's pulmonary artery. The parents were notified and the patient was transferred to another facility for surgical removal of the tip. It is understood that the surgery at the other facility was uneventful and the patient is reported to be doing well. The catheter could have come from one of three lots: huvk1668; hufvf0942, expiring 06/2014; hufj1628, expiring 12/2014.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. The reporting facility has indicated a possibility of three lot numbers. The lhr for each lot number is as follows: a lot history review (lhr) of huvk1668 showed no other similar product complaint(s) from this lot number. Manufacturing date: 11/01/2011. A lot history review (lhr) of huvf0942 showed no other similar product complaint(s) from this lot number. Manufacturing date: 06/01/2011. A lot history review (lhr) of huvj1628 showed no other similar product complaint(s) from this lot number. Manufacturing date: 10/01/2011. Additional information from the user facility report: (B)(6).